Event description:
Complainant alleged that medics attempted to analyze a patient and the device returned a "no shock advised" determination for what the medics felt was a shockable rhythm. The medics followed protocol and performed one-minute or CPR and then re-analyzed the patient. The device returned a "shock advised" determination and the medics shocked and converted the patient's heart-rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.